Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that upon review of the implantable recorder data one episode appeared not to be real and questioned if it was a gain issue. A second episode had a really long pause and was thought to be a real event. Potential electrode loss of contact was also noted. The device is still in use. No patient complications have been reported as a result of this event.